Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. According to the instructions for use (IFU, right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the patient was admitted to the hospital on (B)(6) 2016 with high power and high flow. The patient had signs of hemolysis including red wine colored urine. As a new thrombus event was suspected, the patient received thrombolysis therapy. Subsequent pump exchange was performed on (B)(6) 2016. During this exchange, the patient had critical right heart failure "without any chance for recovery" and patient expired on (B)(6) 2016. It was further stated that the patient's anticoagulation was controlled. Photos of the explanted pump and log files were sent. Preliminary log file analysis performed on (B)(6) 2016 revealed a rise in power consumption outside of normal operating ranges starting on (B)(6) 2016. No alarms were logged. Of note, the patient was in good condition and without any reported issues following last thrombus event. No further information was provided.

Manufacturer narrative:
It was reported that the patient was admitted to the hospital with high power and high flow, the patient received thrombolysis therapy. Subsequent pump exchange was performed. The patient had critical right heart failure "without any chance for recovery" and patient expired. The pump was returned to heartware for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed a rise in power consumption starting (B)(6) 2016 to a peak of 5.5 watts on (B)(6) 2016 outside of normal operating range, confirming the reported event. Post-explant functional analysis could not be performed since the driveline was cut near the header that prevented splicing of the driveline cable. Dimensional verification showed slight deviations from the front and rear housing disc curvature specifications. Given that these deviations were not present prior to release of the device, they were most likely induced during the use of the device. Visual examination revealed abrasion marks on the upper and lower housing ceramic surfaces and impeller surfaces which may have resulted in an imbalance of the impeller likely contributing to these dimensional deviations. Independent pathology report revealed evidence of thrombus within the pump. The abrasions of the housing surfaces and the matching surfaces of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the elevated power consumption can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event; however, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors related to anticoagulation therapy that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.